Event description:
It was reported that post open-heart surgery, the right atrial (ra) lead exhibited loss of capture upon device interrogation. The ra lead was explanted and replaced. The patient was in stable condition.